Event description:
Information was received indicating that the event log of a smiths medical cadd legacy plus pump indicated that a power lost while pump was on alarm often went off upon turning on the pump. No patient consequences were reported.